Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause of the test failure was isolated to an intermittent connection on the j1000 connector on the monitor board pca. The root cause for the defective j1000 connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.